Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen briefly became unresponsive. The customer has to press buttons multiple times for the pump to respond. Troubleshooting with tandem technical support was performed and touchscreen was functioning as intended. There was no reported impact to the customers blood glucose level.